Event description:
The user facility reported that an employee was unloading the reliance 444 washer and pressed the door close button. The employee received a small bruise on her left ring finger. Steris has contacted the user facility to obtain further treatment information however no additional information has been provided.

Manufacturer narrative:
A steris service technician went onsite and was unable to duplicate the reported event; the door and washer were inspected and found to be operating properly. The user facility reported that the operator did not remove her hand as the door was closing. The operator manual states (1-1), "keep fingers and hands out of door area to avoid personal injury". Steris offered in-service on the proper operation of the reliance 444 washer however the user facility declined. The reliance 444 is under steris service contract and was last serviced on (B)(4) 2012 when the unit was found to be operating properly; no issues noted.